Event description:
It was reported that the patient passed away due to multisystem organ failure. It was unknown if an autopsy was performed. It was unknown if device was explanted. The patient's outcome was not thought to be device or device therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi-organ failure could not be conclusively established through this evaluation. It was reported that the patient expired due to multi-organ failure on (B)(6) 2022. The outcome was reportedly not device or therapy related and an autopsy report will not be provided. The device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, lists multiple organ failures and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.